Event description:
Dexcom g7 has had multiple sensor failures. The company knows that their sensor wire is not inserting properly causing repeated failures. Yet has not corrected the issue. Patients can have life threatening hypoglycemic reactions or hyperglycemia. This is inappropriate and incredibly concerning. Test result not available due to manufacturer known error. Not correcting and not informing public on this. They know the sensor wire is not inserting properly.